Event description:
It was reported the patient could no longer receive effective stimulation. X-rays were taken and showed the lead had migrated. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed the patient's system was explanted.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.